Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An xtw was inserted and deployed on the mitral valve. However, mr did not decrease. An nt clip was inserted and grasping was performed. However, mr still did not decrease. Therefore, the nt clip was removed. After removal, it was observed a flail occurred at the grasping site of the nt. Another xtw was inserted and grasping was performed, but still, the mr did not decrease. The xtw was removed and procedure was discontinued. Mr remained at a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury was related to procedural circumstances. Tissue damage is listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.